Event description:
It was reported that during a generator replacement surgery, the impedance was checked after replacement and high impedance was observed. Generator diagnostics were performed with a test resistor presenting the expected impedance value, indicating that the generator was functioning as intended. The lead was left in place with the newly replaced generator. Further information was received clarifying that the patient's previous generator could not be interrogated pre-operatively as it "had been dead for some time" prior to surgery. A battery life calculation performed on the patient's previous generator based on programming data information available to the manufacturer confirmed that the device was likely depleted. Programming history was reviewed for the patient's previous device and found no anomalies or impedance issues. It was further specified that during the replacement surgery, the lead pin was reinserted but high impedance was still observed. It was stated that the explanted generator was discarded. No known surgery was performed to date. No additional, relevant information was received to date.

Manufacturer narrative:
(Correction MDR): inadvertently listed the incorrect aware date. The aware date should have been listed as the date of submission for supplemental MDR report #1. The corrected aware date has been reflected in this report.

Event description:
The patient's lead has been explanted and replaced due to high lead impedance. The lead will not be returned to the manufacturer for product analysis due to protocols at the explanting facility. No other relevant information has been received to date.

Manufacturer narrative:
Device code, corrected data: initial report inadvertently listed the incorrect code. Evaluation codes, corrected data: initial report inadvertently listed incorrect codes.